Manufacturer narrative:
The t:slim user guide states, "the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes. If your t:slim pump has been submerged, check your pump for any signs of fluid entry. If there are sign of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer went swimming while wearing the pump, the pump unexpectedly shutdown. Customer's blood glucose was 129 mg/dl. Customer reverted to insulin pens for insulin therapy.